Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, event description corrected to reflect proper event details. Event description updated in section b. Additionally, incorrect lot reported on initial MDR. Lot and expiration date updated in section d. Device evaluation: two photos and five physical samples of lot 2307731 were provided to our quality team for investigation. Through visual inspection, silicone can be observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2307731 and were found to be within specification. The samples underwent these same tests and verified all product was within specification. A device history review was performed for the reported lot 2307731, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
One of our other blood and marrow laboratories have identified the same issue in another batch (see below). Following your email last year regarding viscous substance inside 50ml syringe, the lab at wmh has identified the same/similar issue with: bd syringe: cat: 300865. Lot 2307731. Expiry 30 06 2028.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Viscous substance inside the 50 ml syringe. It was only picked up as a staff member noticed the plunger was pushed all the way in (prior to opening the plasticware)- image attached. This lot has been released for use in the lab since 28/03/2024 and seems to be present on all (5x) syringes we checked, although not as bad as the initial 50ml tube where it was first noticed. According to bd: https://www.bd.com/en-EU/offerings/capabilities/syringes-and-needles/injection-syringes/bd-plastipak-3-piece-syringe ¿special silicone lubrication ensures that plunger moves smoothly and evenly¿ but not sure if this should be only at the site of the plunger vs barrel of the syringe. Please advise next steps.